Event description:
On (B)(6) 2019, a 0.035 sensor wire was inserted proximal to the stone in the renal pelvis. Difficulty placing it up into the level of the renal pelvis. The wire removed; however, it was very difficult and upon removal the wire had unfurled and the hydrophilic tip to the sensor wire was not present. The stent appeared to be draining in satisfactory condition. It was decided that the patient would need renoscopy at a later date to ensure all pieces of the wire were removed, as well as to remove the stone and stent. Procedure: (B)(6) 2019 cystoscopy, removal old stent and retained wire from right ureter, right flexible ureteroscopy, and right retrograde pyelogram, holmium laser stand by, stone extraction. Findings/complications: hydrophilic tip from sensor-wire that was unaccounted for during her last surgery was stuck in distal coil of stent-removed intact. (B)(4).